Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by the journal of shoulder and elbow surgery titled ¿clinical and radiological outcome following arthroscopic latarjet with cerclage fibertape fixation with a minimum 1-year follow-up¿. The study reviewed ten (10) patients who underwent remplissage and capsulolabral repair using arthrex fibertape to address soft tissue approximation and/or ligation. During the thirteen (13) month follow-up period, three (3) patients experienced graft non-union. Ref: nair, a. V. Et al. Clinical and radiological outcome following arthroscopic latarjet with cerclage fibertape fixation with a minimum 1-year follow-up. Jses international 8, 946-953, doi:10.1016/j.jseint.2024.03.020 (2024).